Event description:
The hospital reported that during the case, the bio-console would not zero balance or register flow readings. The device was removed from the perfusion circuit and replaced with a second bio-console.